Event description:
A medical student inserted a foley catheter with assistance of a surgical gyn (gynecology) resident. Before balloon inflation, urine started leaking out of tubing due to holes in tubing. Catheter was removed and new foley catheter kit was opened and inserted.